Event description:
Consumer complaint of about low blood results. Performed blood test - 43 mg/dl. Caller states she normally reads between 80-100mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (43) and the normal result (100) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).